Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings. Unable to confirm the adhesive anomaly due to the sensors being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having sensor issues. The pump alarmed with threshold suspend twice during the call: her sensor glucose was 60 mg/dl and her blood glucose was 151 mg/dl. Another recent sensor glucose reading was 45 mg/dl while her blood glucose was 151 mg/dl. Troubleshooting was initiated and the customer was advised on proper calibration technique. The sensor was returned for analysis and two replacement sensors were shipped to the customer.